Manufacturer narrative:
The pod generated an 0x18 empty reservoir alarm. The reservoir was confirmed to be empty. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. Inspection of the patient history buffer (phb) data showed invalid egv values towards the end of the pod's run indicating communication issues between the pod and cgm. When valid egvs were available, the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egvs) and user inputs. No damages or defects were found that would affect the delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, admittance into the intensive care unit (ICU) and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized and was admitted into the intensive care unit (ICU) with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 587 mg/dl while wearing the pod on their arm between 24 and 36 hours. A symptom reported was that the patient was vomiting. They were not sure if vomiting was a result of having the flu or not getting insulin. According to the patient, the healthcare professional gave them a diagnosis of diabetic ketosis. The patient was treated with insulin, unspecified route of administration of fluids and nausea medicine. The patient was discharged on (B)(6) 2025.